Event description:
A medtronic representative reported that the image on the site's monitor will disappear. This issue does not last for more than a second before the image returns. This was reported as a general concern and was not reported as involving a specific patient.

Manufacturer narrative:
No patient information provided as no patient was present when this occurred. The system has not been evaluated as of the date of this report.